Event description:
CT found a lancet that was dysfunctional and left the needle exposed; CT was checking patient's morning blood glucose. The broken lancet was deemed hazardous to both patient and staff. Unclear if device was actually used on patient.